Event description:
It was reported that the patient¿s spinal cord stimulation (scs) implant was not doing a very good job. It was stated that the patient had developed a new disease on top the ¿mechanical problem¿ that the patient had, which had ¿been going on slowly over the last couple of years.¿

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 37092, lot# 240620003, implanted: 2010-(B)(6), product type accessory. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).